Manufacturer narrative:
Evaluation method - device history record review, medical review. Results - a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Medical review - a capsule tear is likely secondary to surgical manipulation by the surgeon rather than the lens itself, however, it remains unclear whether the product caused or contributed to this event. Conclusions - based on the complaint history, work order search, medical review and device history record review, the most likely root causes of the event may be surgeon technique or patient related issues. (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) capsular bag tear, posterior. Lens was discarded. Work order search. A lens work order search was performed and no similar complaints were found within the work order. No conclusion can be drawn: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and upon delivery of the lens, the posterior capsule tore. The lens was removed with no patient injury and a different type lens was implanted. No vitrectomy was performed and this facility uses a competitor's phacoemulsification system.